Event description:
It was reported that the first overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins). It was noted that the ins battery had been dead for 6 months and that the patient had not contacted their managing physician or the manufacturer¿s representative regarding the issue. Three physician mode recharge (pmr) procedures were needed to jump start the ins battery. A power-on-reset (por) was then seen (error code not specified) and was successfully cleared. Impedance testing was then performed and showed all values >10 ,000 ohms. The patient did experience a sudden loss of stimulation and therapeutic effect during the event. The representative was unable to reprogram the patient. The patient wanted the have the ins system removed instead of having any revision performed and was to be referred by their primary care physician to a neurosurgeon for device explantation. On follow up the patient had no therapy and no surgery had been scheduled at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v031317, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).